Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A gettinge fse replaced pcba, cardiosave power management board part number 0670-00 1162. Performed full pm, calibration, safety, and functionality checks completed to manufacturer specifications.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 06 mar 2026. The failure analysis and testing dept. Received part number 0670-00-0767 pcb, power management serial number (B)(6) with a reported unit failure of, batteries not charging. The failure analysis and testing dept. Performed a visual inspection and observed component q27 was shorted. Due to the shorting of q27, the fat dept. Cannot investigate this complaint any further. Please note this board is an older revision. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev. Av.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. No patient involvement was reported.